Event description:
It was reported that, after a tka surgery performed on (B)(6) 2014, the patient experienced pain and shifting when the knee was flexed. It was determined that the post of the lgn xlpe ps insert sz 7-8 11mm fractured. In order to treat this, a revision surgery was performed on (B)(6) 2023, in which a lgn xlpe ps insert sz 7-8 11mm was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the post broke off the device. The broken piece was returned. The visual also reveals scratches, gouges and discoloration on the device. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions however, no commonalities that would suggest a device deficiency was found nor an adverse trend. The clinical/medical evaluation concluded that per complaint details, a revision was performed to exchange the 11mm ps insert approximately 9 years post implantation due to pain and ¿shifting¿ when the knee was flexed. Reportedly, it was determined that the post fractured; however, details surrounding the event nor the requested clinical documentation have been provided as of the date of this medical investigation; therefore, definitive clinical factors cannot be concluded to have contributed to the reported event. The patient impact beyond the reported pain, ¿shifting¿ and subsequent insert revision/exchange cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.